Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Additional information will be provided upon conclusion of the manufacturer's investigation.

Event description:
Arjohuntleigh was notified about a complaint involving citadel plus bed. Following the information reported the power drive did not respond properly (the device was moving with only left power drive handle being activated and did not stop immediately after its release) . As a result the bed bumped into the wall with patient on bed. There was no injury nor other medical consequences reported.

Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration# (B)(4)) on behalf of the importer (B)(4) (registration# (B)(4)). The citadel plus bariatric care system is intended for the acute and post-acute care environments. It is indicated for medical purposes to aid the patient and stuff during the performance of routine care. Each citadel plus bed is equipped with power drive system designed to provide powered transport for the citadel plus bariatric bed frame system. Power drive system provides assist in forward and backward movement only. Left and right hand steering is controlled by the user. Left hand trigger must be held down during entire duration of power drive operation. Releasing left hand trigger will apply the power drive brake and make the power drive inoperable. Right hand trigger is used to give direction to movement (forward or backwards). On 2018-mar-12 arjo received a customer complaint involving citadel plus bed. Following the information reported the bed was moving with only one power drive handle being engaged (left handle), after releasing the power drive handle (left handle) the bed continued to move forward about 5 feet and bumped into the wall. The issue was found by transport personnel while operating the device with patient being placed on the bed. There was no injury nor other medical consequences reported. After the incident the bed was inspected by arjo technician with regards to the alleged issue. The evaluation revealed that the device was working as intended and there was no deficiency found. There was no power drive reset performed, no parts need to be replaced. The metal enclosure of the power drive pcba was intact, not pressing reset button on pcba. It was impossible to recreate the alleged issue. From the device design perspective, the stopping distance for power drive is 5 feet from full speed once the left hand trigger is released. The bed cannot be stopped immediately after releasing power drive handle to provide smooth, safety operation of the device, in a way to avoid sudden stops. The above analysis of a device construction confirms that claimed bed operated as intended (the customer allegation was that after releasing the left power drive handle the bed continued to move about 5 feet forward). The product instruction for use (#831.374 rev. B dated on dec-2015) which was supplied together with the involved device contains all crucial information and warnings which should be followed to ensure patient's safety: warning: "ensure there is space to operate before forward of reverse movement. Take caution in crowded areas to prevent trapping a patient or caretaker between bed frame and wall, furniture, equipment or other objects" warning " use slow speed when moving bed around corners and through elevators and rooms". Although no injuries were reported in relation to claimed issue, the complaint was decided to be reportable due to the information concerning bed's delay in stopping. However in a light of performance test the power drive stopping within 5 feet after releasing left power drive handle is up to manufacturer specification therefore we no longer see such a scenario (after releasing left hand power drive trigger) to be reportable. At the time the issue occurred there was a patient lying on the bed.